Event description:
It was reported that there was no adverse events associated with the onset of the high impedance. No further relevant information has been received to date.

Event description:
It was reported that high impedance (5300 - 6000 ohms) was observed (B)(6) 2019 on a recently implanted generator ((B)(6) 2018). Review of the data indicated that the impedance remained close to high impedance limit during its lifetime. A review of the device history records for the generator showed no unresolved non-conformances were found. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generators compared to those reported by model 103-106 generators. As indicated in the physician's manual, high lead impedance (>/=5300 ohms), in the absence of other device related complications, is not an indication of a lead or generator malfunction. No further relevant information has been received to date.